Event description:
User experienced one patient sample with discrepant sodium results. Initial result gave 123 mmol/l, repeated twice giving 136 and 133 mmol/l respectively. User reported the sodium result of 136 mmol/l. No erroneous results were reported. The field service rep was unable to determine a cause. Performance tests were performed and within spec.